Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter field service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. This condition has the potential to interrupt delivery. There is no patient involvement, patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.